Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from (B)(4) bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from non-fasting meter to meter comparison of 487 mg/dl using truemetrix air meter and 377 mg/dl using another device. Customer is an ER nurse and performed the meter to meter comparison using a meter from the hospital where she works. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. Customer has been using the truemetrix air meter since (B)(6). Customer stated her blood glucose was steadily going up before she realized her insulin pump was not working. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is stored according to specification the in the bedroom. The test strip lot manufacturer's expiration date is 07/17/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:487mg/dl 2/22, 4:04pm, non fasting; result 2:461mg/dl 2/22, 4:26pm, non fasting; result 3:452mg/dl 2/22, 3:53pm, non fasting; result 4:247mg/dl 2/22, 2:32pm, fasting; result 5:280mg/dl 2/22, 2:05pm, fasting.